Event description:
Customer reported not being able to properly calibrate their precision xtra blood glucose meter, and as a result, was not able to obtain a blood glucose result. Customer reported feeling irritable, disoriented, and drowsy. The customer later reported experiencing seizure and a coma. Paramedics were called, customer was diagnosed with hypoglycemia and an intravenous treatment of glucose was administered to stabilize glucose.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.